Event description:
During a procedure to treat an abdominal aortic aneurysm (aaa), a gore viabahn endoprosthesis was used in a snorkel placement position in the right renal artery. During deployment, approximately 6" of the deployment line was removed when the line became stuck. Attempts to complete device deployment were unsuccessful. In attempt to remove the constrained device from the introducer sheath, the device became stuck inside sheath. During the attempt to remove the stuck device from the sheath, the delivery catheter broke and the distal portion of the catheter remained stuck inside the sheath. The proximal portion of the catheter was removed from the sheath and the sheath with the distal portion of the delivery catheter was then removed. Another sheath was inserted and a non-gore device was placed. The patient was fine post procedure.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The investigation is in progress pending the completion of the analysis of the returned device.